Event description:
It was reported by the healthcare professional (hcp) that this right ventricular (rv) lead exhibited increased pacing threshold from 1 volt (v) to 2.1 v. The hcp also reported that the patient was experiencing pain. Technical services (ts) recommended obtaining a chest x ray due to the potential for perforation. The hcp planned to obtain the x ray for further evaluation. To date, this rv lead remains in service. No adverse patient effects were reported.